Event description:
Penile prosthesis implanted one year ago. At this time, the prosthesis spontaneously deflates at inappropriate moments. Also has noted some angulation of the penis and some discomfort in the scrotum. Prosthesis deflation documented: significant deflation over a 10 min period.